Event description:
During percutaneous revascularization, the pt had an angioseal placed in the cath lab. Afterwards, pt had a suspected hematoma. Pt was taken to specials for an evacuation of the hematoma, which was related to failure of the angioseal.